Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an unknown size delivery system was used. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 20mm amplatzer septal occluder was chosen for implant with a non-abbott delivery system. During deployment, the device had a cobra deformation and was "not taking the proper shape." A decision was made to recapture the device and abort the procedure with no replacement device. The deformed device was never released from the delivery cable while inside the patient during deployment. There was no interaction with any cardiac structures during deployment and no angulation/kink noticed in the delivery system. There was no report of any adverse patient consequences, the patient remained hemodynamically stable throughout the procedure, and the patient status was reported as stable.